Event description:
It was reported that during an implantation surgery for the patient, the vns generator was interrogated while still in the sterile packaging and the battery status was ok. However, once the generator was connected to the lead and tested outside of the generator pocket, the battery status was reported as eos (end of service). The lead impedance was within normal limits and it was reported that no electrocautery was used. A backup generator was implanted instead. A review of device history records revealed that the generator passed quality control inspection prior to distribution. The suspect generator has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
The suspect generator was received by the manufacturer. The manufacturer representative's tablet data was reviewed. The end of service, or eos, condition was not present in the data received and the battery voltages observed were 3.421 v and 3.556 v, which indicates a battery status of 75-100%. Generator product analysis was completed. Initial interrogation of the vns generator in the product analysis, or pa, lab revealed that the reboot counter indicated a reset due to a bor (brown out reset). The vbat low volts indicator revealed that the battery was at 1.88 v on the doi, indicating a high current state. The end of life was not duplicated in the pa lab. While no burn marks were observed on the generator can, the cause of the eol condition was likely due to an asic latch-up condition. During interrogation at the pa bench, the battery voltage was found to be at 3.47 v. The generator performed according to functional specifications.